Event description:
Boston scientific received information that interrogation of this device implanted approximately five years displayed elective replacement near (ern) and magnet rate of 90 ppm. A technical service consultant was contacted and provided a longevity estimate of one year remaining. It was thought that ern may have been reached earlier than expected, however may have been impacted by programmed parameters. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.